Manufacturer narrative:
Medical device: 5076-52 lead implanted: (B)(6) 2015.

Event description:
It was reported that the patient presented to the emergency department with weakness. A device check showed the right atrial (ra) lead experienced far field r-wave (ffrw) oversensing; however, the device function did not seem to be affected. The right atrial (ra) lead remains in use. No further patient complications have been reported as a result of this event.